Event description:
It was reported that the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analyst noted that the helix could be extended and retracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.